Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a pump error alarm and a battery failed alarm. The customer's blood glucose was 140 mg/dl at the time of incident. Explained the internal power source in the pump is unable to charge. Notification light did not immediately stop flashing. Troubleshoot completed for power error detected. Troubleshooting was performed for battery failed and the insulin pump alarmed battery failed again. The insulin pump will be returned for analysis.